Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure an occlusion error appeared and the handpiece did not have desired aspiration. The procedure was completed without patient harm. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. An examination was performed and the reported event was not replicated. However, it was not specified if the handpiece or the system were checked. The information obtained said ¿device.¿ additional related information was not provided. The handpiece was manufactured on may 1, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).